Event description:
I use dexcom g6 continuous glucose monitoring system and today I had my fourth sensor failure. The first three occurred at different times in (B)(6) 2018. I have notified dexcom of the first three occurrences, and I will be reporting this fourth one to them as well. I have had type 1 diabetes for just under six years, and I have used an insulin pump and dexcom for the majority of that time. The reason I mention this is that I want you to know, I know how to use the devices. I know when to change them, how and where to put them on. I've been using the dexcom g6 for only a few months, before then I used the g6 and before that, the g4, both of which never gave me much trouble at all. I was happy with my g5, but I switched to g6 under the advice of my endocrinologist, dr (B)(6). G6 is supposed to be "advanced" and requires very few finger sticks. The problem with the sensors failing the way they have been is that I don't constantly look at my receiver, really that isn't very feasible. I'm a working single mom who is also a part-time college student. I need and expect something that is supposed to be part of my "life support" for lack of a better term, to be reliable and accurate. I put a lot of trust and money into my medical devices and the companies who make them. The dexcom system is supposed to react my blood sugar automatically every five mins. I cannot keep stopping my daily life to keep checking that it's working, but I feel if I don't, I run the risk of not being monitored due to sensor failure, which could lead to a very bad outcome for me. I am well aware of both hypoglycemia and hyperglycemia, and to be honest, most times I can tell I'm having an episode, but there have been occasions where I cannot feel it. That coupled with failing continuous glucose monitoring sensors could lead to the ER visits, ICU stays or could even be deadly. Yes, my dexcom receiver does alert me of the failure, but I cannot and should not have to keep stopping and changing my sensors. Again, I previously reported the first three sensor failures to dexcom, and I will be reporting this current problem to dexcom on monday. (B)(6) 2018 I will also be contacting my endocrinologist to ask about getting him to switch my prescription back to the dexcom g5. I really hope you look into this situation. From what I have read on various forums across the internet, I am not the only one this has happened to. I feel maybe some people don't realize they can report this sort of thing to you. I'll definitely start making sure to encourage them to do so. I believe getting to the bottom of this issue will greatly benefit many people. Thank you for your time.

Event description:
Add'l info received from reporter on (B)(6) 2018 for mw5081630; this is my second report on this issue. I am type 1 diabetic, and in addition to my insulin pump, I have used dexcom continuous glucose monitors (cgm) for approx five yrs now. I have used dexcom g4, dexcom g5 and approx three months ago, I started using dexcom g6. This is where the problem lies. I had three sensor failures in the month of (B)(6) (this is what I previously reported to you). It's pretty self explanatory. When a sensor fails, the device will not work. Dexcom cgm is a medical device that, once the sensor is inserted into your body and the transmitter is attached to the sensor, it "reads" your blood sugar every five mins and sends that reading to the receiver. This is how I know if I have high blood sugar or low blood sugar, both of which are most certainly life threatening if not corrected promptly. I am a single, working mother, I also am a college student. Besides my son, my health is top priority. I pay a lot out of pocket for my dexcom supplies, and I rely on their quality and accuracy to help keep me safe. Today, I have tried three, yes three different sensors, all of which have failed. I called dexcom and reported it. To be honest, the customer service rep seemed pretty unconcerned with this repeated problem. Others I have spoken with previously were all more helpful. The rep did say they would, once again, send me replacements for today's failed sensors, which I appreciate, however, I feel like this problem is just running on repeat. It is extremely frustrating to get failure after failure, and to be honest, I don't feel safe using the dexcom g6 any longer. I am 100% confident that I am using the device correctly. As I have stated before, I had used dexcom g4 and dexcom g5 before switching to dexcom g6 a few months back. I rarely had issues with the dexcom g4 or the dexcom g5, so I assure you, it is not user error. Thank you for the opportunity to allow me to report this, again.